Event description:
A report was received that the pt's midline incision site opened up. The pt's symptoms were redness and fluid coming out of the midline incision. The pt was explanted. The physician suspected that the pt's pocket was infected and gave the pt oral antibiotics.

Manufacturer narrative:
(B) (4)

Event description:
The facility representative reported to the service depot on 25 january 2010 that a colleague infusion pump with a reported condition of "fast flow" during biomedical service on an unknown date. The customer stated that the pump infused more than 5%. The expected infusion time was 3 minutes. The actual infusion time is unknown. The volume expected and was actually infuse is unknown. There was no adverse event, patient injury or medical intervention associated with this report. The software version for this device is currently unknown. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The pump has been reported to be available for evaluation and has been requested. However, the pump has not been received for evaluation as of yet. If the pump is received, a follow-up report will be submitted upon completion of the evaluation.